Event description:
The health care professional reported that the pt experienced an underdose and "was suffering from extreme pain in his lower extremities." No pump alarms occurred. A dye study was performed, but the results were not provided. The hcp initially was not able to aspirate the catheter, but "pushed through the catheter with the isoview" and then was able to aspirate. The pump was checked for a volume discrepancy and the actual residual volume was greater than the expected residual volume. The pt received a bolus. The hcp intended to decrease the dosage. It was suspected that there had been an obstruction in the catheter that was cleared by the dye study. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).